Event description:
Customer's father reported via phone, the customer was hospitalized due to low blood glucose, under 75 mg/dl and current was 183 mg/dl. Customer had a seizure and wasn't sure if the event was related to insulin pump. Troubleshooting was performed. Customer's father was unable to describe any damage to the drive support cap. Customer's father didn't know the customer's blood glucose level at time of admission. Customer had a seizure due to hypoglycemia and might have been caused due to customer missing meals. No further troubleshooting was performed as customer's father was reporting a past event. The insulin pump is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.